Event description:
During the procedure, the physician used a wilson-cook triclip endoscopic clipping device to clip a gastric ulcer. The device was advanced down the olympus gif-160 endoscope to the desired position. Once the clip was closed onto the ulcer site, difficulty was experienced releasing the clip from the delivery system. The clip was pulled away from the ulcer site causing some tearing of the tissue. The clip was removed from the patient6 still attached to the delivery system and the procedure was completed with another clipping device. No additional procedures performed to repair tearing.